Event description:
It was reported that, "in three different tka's" the suture broke and the retinaculum dehisced completely resulting in reoperation to close all layers of the knee. One vicryl was used to close retinaculum. Exact surgery dates unk. One failure occurred during physical therapy. The other two were from the same patient (bilateral tka's) and his suture ruptured after a fall. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Sixty-four (64)device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty based on the information provided. (B)(4). Item # sxpd2b405; stratafix spiral pdo knotless tissue control device; 2ctx #2 pdo 36x 36, lot unk.